Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome. The reason for call was patient stated they just had their second implant put in earlier this month (patient previously had bladder stimulators and just got a spinal cord stimulator [scs] implanted now as well) and since then, patient thinks the two devices were not reacting well together. Patient stated their bladder/pelvic health (ph) stimulator had stopped working or was ma lfunctioning so their "ic" and stenosis were acting up. Patient also said they'd been in pain, their butt was on fire, their right leg and their sciatica was really acting up. Agent later asked, patient said the scs was not put in for the sciatica and they were told the stimulation wouldn't touch the sciatica. Patient said their body was just reacting after having the scs put in and mentioned they had to make a new pocket for the scs and everything so patient knew that it would take time for their body to adjust to the second implant. Patient mentioned they also called their scs doctor who told them they were older now compared to when they first got an implant and it would take time for their body to adjust post op. Patient wanted to know if this was usual for two of their devices to not work together or if 2 devices can have problems together. Agent reviewed scs labeling regarding interactions with other implanted devices and the patient was redirected to their healthcare provider to further address the issue. Agent warm transferred patient to ph cell agent regarding bladder stimulator information given during the call. During the call, patient mentioned the above information regarding the ph device stopped working and ic acting up. Patient mentioned they hope they don't have to start cathing themselves again. Patient mentioned the ph device worked. Patient said however that was a long time ago so patient doesn't know if they just need to adjust the ph device or what. Patient also mentioned their ph device was done experimentally and was the first time in georgia it was off-label. Patient mentioned they think the device was replaced once. Patient ultimately said during the call they are going to have to go back to a urologist, and would make sure the urologist and their scs doctor work together regarding the 2 devices. On the call with ph agent  pt reiterates they didn't think the devices were "reacting well together" and that they'd been in pain. Patient services wanted to note that the patient on the phone was hard to hear and so they reviewed this with the patient and the patient said "oh it's because the implants mess with my cell phone too". Patient services attempted to clarify the comment but the patient's response was difficult to hear and ph agent only heard the patient say they had to get a new cell phone every year.